Manufacturer narrative:
Product analysis could not verify error code message. However, could not adjust volume button. It was bent. Unit had software v1.5.4. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; product analysis could not verify error code message. However, unit presented with v1.5.4 sw. Updated unit to sw v1.6.4 via nim vital console sn:(B)(6) product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) verified error code message. Stim board failure. Replaced defective parts. Updated unit to sw 1.6.4 via nim vital console sn:(B)(6) per m063208c001 previous code d16,c20,b17 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6) , UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6) , UDI#: (B)(4) img code:g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, nim vital had patient interface fault error.  This issue occurred with both patient interface when hard wired and wireless. There was no patient involvement.